Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that there was an alleged overdischarge. The patient had not charged since (B)(6) of 2019. The issue was noticed around (B)(6) of 2019 but was put off due to an unrelated surgery. Contributing factors were noted as having issues with charging since (B)(6) 2017; however, the reason that the patient did not maintain recharging was due to an unrelated medical issue. The patient now needs an MRI and is looking to get MRI eligibility information. Additional information received from the patient via a manufacturer representative (rep). It was reported that the patient had memory issues and didn't always remember to charge the device. The patient was unable to remember when they last charged. Te rep could not communicate with the ins. The ins was replaced and discarded by the hcp. The issue was reported to be resolved.